Event description:
The customer reported beam symmetry related occurrence without symmetry interlocks. No serious injury to the patient was reported, as the user observed this event during routine check after our servicing.

Manufacturer narrative:
Varian service identified that a faulty relay had contributed to the occurrence. This relay is in the same circuit path as a potentiometer, the failure of which causes beam asymmetry without interlock. This is a known issue, and the subject of an on-going field correction. This event was discovered as a result of the user following the advice given in the urgent medical device correction letter sent to the customer. No further follow up to this report is expected.